Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).one used set was received with cap on dark blue connector and no cap on patient connector in reference to connection issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. During visual inspection, it was noted that the patient connector luer had separated from the tubing/bushing and came out. The complaint was confirmed in the lab for connection issue. There was no indication given in the plant analysis that the luer connector or tubing in this case was damaged or abnormal. A root cause was not determined during evaluation. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter (B)(4) that the cap on the patient connector was separated and loose. There was no use of additional disinfectant. There was no patient injury or medical intervention reported. No further information is available.